Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted aug 25, 2017. Per clinical review, the customer uses an fx oxygenator which has an integrated arterial filter wrapped around the fiber bundle of the oxygenator. If the lg-6 filter had a bypass line around the filter, the clinician could have clamped the filter out and flowed the arterial blood around it instead of through it to prevent leakage from the filter. As per customer, the lg-6 filter was properly used. The filter must be positioned so that it will be at or below the venous reservoir level and below the patient's midaxillary line during use. If the filter is mounted above the level of the venous reservoir the air venting port should be closed when the pump is not in use. To achieve air elimination, the air venting port should be open and unrestricted. There is a caution statement in the lg-6 IFU stating to avoid pumping through the filter against a clamped line. This can force liquid through the pores of the venting membrane, thereby reducing its venting ability for accidental air boluses. If during priming, liquid is observed exiting the housing of this device it is recommended that the device be replaced. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). As reported there was no leak to the exterior of the filter it was an internal leak across the hydrophobic portion of the filter. The sample was received with portions of the inlet and outlet tubing still attached to the filter. The exterior of the decontaminated sample was evaluated and there was no damage or deformation observed on the inlet, outlet, purge ports or body of the leucocyte reduction filter. The tie bands were as originally placed by manufacturing. There appeared to be no issues with the weld on the filter but there was a potential crack or excess molding material that was located in the weld area. The incoming inspection data was reviewed and there were no issues found regarding the purge port. The certificate of conformance indicated that "processing, product testing, and inspection control of raw material is in conformance with all applicable specifications, drawings and /or standards..." The filters also passed 100% inspection by production, of the assembled line. The sample has been sent to the supplier for further analysis. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported by our customer that during cardiopulmonary bypass surgery, the lg leucocyte reduction arterial blood filter, leaked blood internally across the hydrophobic filter and out the purge port. The unit was bypassed and surgery was completed successfully. However there was 250 ml blood loss due to blood remaining in the bypassed portion of circuit. There was no delay to the procedure. Additionally there were no adverse consequences to the patient. It was also reported by the student running the case that it had happened on three other occasions during the week, but was not reported to us.

Manufacturer narrative:
Terumo cardiovascular systems corp. (B)(4) has initiated a recall. The number associated with the recall is 1212122-12/08/2017-003-r. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted august 25, 2017. Upon further investigation of this reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information and evaluation). (B)(4). The sample was returned to the supplier and they were able to confirm the issue. From further analysis the supplier discovered that the sample had an incomplete weld of the membrane to the housing. This allowed fluid to bypass the weld and travel to the outer face of the membrane. The media disk is assembled by the supplier's sub-vendor and during a process review found that membrane and support layers were sticking together. The root cause of this issue was determined by the supplier to be due to the welding process not being completed correctly which was a result of multiple support and membrane layers stacked together.corrective action has been implemented by the vendor. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.